Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 9392507 510k# k172199 and (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with spine deformity and underwent minimally invasive spine fusion and transforaminal lumbar interbody fusion. During surgery, cage snapped. The product came in contact with the patient. Two thirds of the second implant remains in the patient. Fragments of the broken part remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and optical review confirmed the implant was broken into multiple pieces. It appears the implant material was overloaded from a sudden impact. This type of fracture is consistent with pressure being placed on the implant during a bending moment leading to the overload of the material. If information is provided in the future, a supplemental report will be issued.